Event description:
It was reported that air bubbles were observed within the cartridge tubing. Additionally. Blood glucose level displayed "high". Customer performed a supply change to address elevated glucose level and air bubbles.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.